Event description:
Not sure if any remaining cotton in body- vagina [foreign body in reproductive tract]. Cotton shedding from tampon [device breakage]. Case narrative: consumer reported via phone that tampon shed cotton during use. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Not sure if any remaining cotton in body- vagina [foreign body in reproductive tract] cotton shedding from tampon [device breakage] . Case narrative: consumer reported via phone that tampon shed cotton during use. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.